Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl, loss of consciousness, and was involved in a motor vehicle accident; cause was not known. Customer consumed glucose tablets and "tic-tacs" to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.